Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in early 2008 that a rx wallstent biliary endoprosthesis was used during a procedure (patient gender, age, and weight are unknown). The stent moved out of position immediately after implantation. The physician added another rx wallstent biliary endoprosthesis to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.